Event description:
The user facility reported that during a therapeutic laparoscopic supracervical hysterectomy (lsh), a very small portion of the distal end of the scissor broke off during use, and fell inside the patient's pelvis. The broken piece was successfully retrieved with the use of an unknown model of grasper. The procedure was completed with a similar, but different scissor. There was no patient injury reported.

Manufacturer narrative:
A portion of the scissor unit was returned to olympus for evaluation. The evaluation confirmed that the scissor unit's distal tip had fractured 19 mm from the distal tip. The distal end of the scissor's exterior surface was noted to exhibit peeling of the gold surfaces at the fracture junction. The cause of the user's experience cannot conclusively be determined at this time. The device has been forwarded to the original equipment manufacturer for further analysis. If further significant additional information is obtained, the report will be updated. This report is being submitted as a medical device report in an abundance of caution.